Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) was conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. Possible causes include accumulated stress from user handling or impact with a hard object. The IFU contains the following statements that may help detect the reported breakage: "check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse found broken grey basin connector. The required parts were replaced. The equipment was repaired and verified per the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported one of the grey connectors of the endoscope reprocessor was broken. No patient death, injury, or infection was reported for this event.